Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited a shocking lead impedance of less than 20 ohms on the daily measurements. It was noted that the impedance had decreased suddenly from approximately 50 ohms to less than 20 ohms in just one day. It was also noted that the patient had a ventricular fibrillation (vf) episode that was appropriately and successfully converted with anti-tachycardia pacing (atp). The field representative stated that the patient cancelled the initial appointment. The patient was seen in the office two days later. Upon interrogation, it was noted that there was only the one less than 20 ohms shock impedance measurement; all further daily measurements and shock impedances measured in the office were within normal limits. The physician opted to continue to monitor the patient and the device was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The implantable cardioverter defibrillator (ICD) was explanted over six years later during an upgrade procedure. The device was returned for analysis.